Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that pt has been experiencing skin irritation and itching at the insertion site. Pt did consult with her physician and was prescribed a steroid cream to apply to the insertion site. At the time of her call to dexcom technical support, pt's mother states that the insertion site was healing, leaving only a minor scar due to the pt scratching the area, and that pt had not worn the sensor for three weeks but that they planned to in the near future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.